Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4 and h6. Corrected fields: d8 (should be blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, according to user validation with tac (technical assistance center) service the unit had a faulty e-stop (emergency stop) switch due to mishandling of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the laser system was unable to configure a wireless foot pedal properly. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. An olympus representative was able to call the customer and work through the reference guide for pairing the footswitch, by using bluetooth after turning the customer's bluetooth off. The device was setup successfully. The customer was only requesting help pairing the device with the e139 error. Should additional relevant information become available, a supplemental report will be submitted.